Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast catheter with an rfg3. The IFU was followed and the lumen was flushed prior to use. A guidewire was not used for the insertion of the catheter. It was reported that after the catheter was inserted into the patient the catheter shaft broke. The catheter was completely removed and a new one used to successfully complete the procedure without incident. No patient injury was reported.

Manufacturer narrative:
Additional information: patient was treated under local anesthesia. Vessel being treated: great saphenous vein (gsv). No compression was performed. The shaft did not break into multiple portions. The catheter was manually pulled out by the surgeon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was received for evaluation. The shelf box lot number was consistent with the reported device. No ancillary devices or images from the procedure were received. The device was removed from the packaging and visually inspected. Two kinks on the catheter shaft were noted. The kinks were located approximately 31.7 cm and 35.6 cm proximal to the catheter distal tip. No anomalies or damages were found on the heating element. The device tag indicated that the device lot was 181730217, consistent with the reported device. If information is provided in the future, a supplemental report will be issued.